Event description:
It was reported that pump "battery life drains faster than when patient first purchased it. Patient has to charge the pump every day. Pump has died on patient in the middle of a road trip. Patient had to stop on the side of the road to find charging. Patient was at amusement park, and pump also died. Patient had to leave park because pump died". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.